Event description:
It was reported that a patient underwent a mole excision procedure on (B)(6) 2011 and suture was used. Approximately one week post operatively, the patient experienced granuloma formation. It was reported that the sutures were extruded bit by bit. The patient condition improved when the sutures were extruded.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing record was conducted and the batch met all finished goods release criteria.